Event description:
On 12/20/93, patient underwent orif right humerus with iliac crest bone graft for non-union of fracture sustained three years prior in california and treated non-operatively at that time.postoperatively, she developed a mild radial nerve palsy which was treated with physical therapy. Follow up radiographs revealed backing out of four of the screws of the fixation.on 1/26/94, underwent surgery for removal of screws and orif. The four distal screws were loose with three of the four screws out of the plate and bone.